Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during an implant procedure, this lead was properly placed in the right atrium, but the lead would not capture. Several different positions were attempted with not pacing. A position with good measurements was finally found; however, after extending the helix, the pacing impedance was greater than 2,500 ohms, and loss of capture was noted again. It was suspected the lead had perforated the atrial wall. The lead was explanted and a new lead was implanted with acceptable measurements. No further patient effects were reported.

Event description:
--